Event description:
It was reported that "when the user presses the buttons of c-arm motion the footswitch sticks and keeps moving the c-arm until it reaches the upper or the lower limit." No injury reported. A field engineer replaced the footswitch and once this was completed the system was working as intended.